Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (1000 mcg at 84.89315 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a pump replacement surgery the catheter was unable to be aspirated. During the summer of 2021 the patient experienced more spasticity and via sideport no liquor obtained. The patient was treated for constipation and their spasticity improved. Therefore, no catheter revision was scheduled at that time. The patient's daily dose was increased by 8.7% with no improvement. A catheter occlusion was noted so a catheter revision was performed (B)(6) 2022. A sideport aspiration was not possible on (B)(6) 2023 so the pump was set on minimal rate. The patient still improved and the pump and catheter were removed.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0210810377 serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-jan-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the system was removed (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0210810377, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The daily dose was increased by 8.7%, but no improvement occurred after increasing daily dose so a catheter revision was performed on (B)(6) 2022. After a revision on (B)(6) 2022 there was no improvement of clinical appearance. Even on minimal rate they didn¿t notice any change of clinical status without dernerving symptoms. Device interrogation was performed and no problems were seen on (B)(6) 2022. Since it was not possible to perform sideport aspiration and patient still improved with oral medication, the patient required hospitalization / prolonged hospitalization and the pump and catheter were removed on (B)(6) 2022. The clinical diagnosis was no improvement of spasticity and the device diagnosis was catheter occlusion. The outcome of the event was resolved without sequelae as of (B)(6) 2022. The device was disposed of by the healthcare provider. Regarding etiology, the event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.